Event description:
The customer from (B)(6) reported that his contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials, age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured, and the device manufacture date could not be determined.